Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
User facility mandatory medwatch (ufmw) ((B)(4)) was received. The event occurred on an unknown date and involved an unspecified intravascular administration set. The ufmw stated ¿particulate found in tubing, tubing removed and medication re-administered¿. No additional information has been provided.